Event description:
It was reported to boston scientific corporation in 2008, that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male patient one day prior 2008, (patient age and weight unknown). According to the complainant, during the procedure the tip of the tome was messed up. The procedure was successfully completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "fine".

Manufacturer narrative:
A visual analysis of the returned device revealed that the tip of the tome device was damaged. Based on investigation of the device, the event information, and experience with the device, the damage most likely occurred while feeding the device down the scope. The extrusion must make a sharp turn at the end of the scope where it contacts the elevator. In some cases, the tip of the device can contact some of the sharper edges around the elevator of the scope instead of sliding smoothly across the middle of the elevator.